Event description:
It was reported that versacross connect access solution for faradrive was selected for use. Prior to the procedure, when the outer box was opened, debris was found at the top right corner between the transparent plastic case containing the product. No damage was noted on the product, nor it was difficult to remove the product from the package. The product was stored on the shelf managed by the hospital. No deformation was observed and the sterile condition of the product was maintained. Thus, the device was replaced and the procedure was completed successfully. The device is expected to be return for analysis.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the versacross connect catheter upn #(B)(4) batch #0036982182. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: as part of the investigation, the product packaging was examined and confirmed to be intact and sealed, with no evidence of prior opening or breach of the sterile barrier. Based on this assessment, sterility of the device was not compromised prior to investigation. Upon opening the pouch, foreign material was observed on the lid of the inner tray. Visual examination indicated that the plastic material appeared to be molded around the foreign debris, suggesting the debris was present during the tray molding process. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation and there is no new trending information to suggest a change in the probability of the failure mode occurring. Investigation conclusion: bsc has assigned an investigation conclusion code of "manufacturing deficiency". Based on the investigation, the event is attributed to a manufacturing-related deficiency associated with the packaging component, as foreign material was embedded in the tray lid, likely introduced during the tray over-molding process.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. Prior to the procedure, when the outer box was opened, debris was found at the top right corner between the transparent plastic case containing the product. No damage was noted on the product, nor it was difficult to remove the product from the package. The product was stored on the shelf managed by the hospital. No deformation was observed and the sterile condition of the product was maintained. Thus, the device was replaced and the procedure was completed successfully. The device is expected to be return for analysis.